Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Facts obtained from the survey of this event led to the judgement that this event was due to a faulty receptacle board - however, it was not possible to assume the cause of the board's failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was noted due to a faulty connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the video system center has a faulty connector and the image shows interference. It was reported that the event occurred during reprocessing and also that the same device was used to complete the procedure with no more than a 15 minute delay. During a standard service inspection of the customer returned device, no image noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.